Event description:
During an in-clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. The oversensing episodes were registered as ventricular tachycardia (vt), however, the device successfully identified the vt as false and did not deliver any inappropriate therapy. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.